Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit has a leak.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10, h11 corrected fields: d5, e2, g2 additional information: tel - (B)(6), & e3 is unknown (initially it is submitted as "other healthcare professional") it was reported that the cs300 intra-aortic balloon pump (iabp) had leak - unknown/unspecified. The in-house biomed found that the compressor tests looked marginal for vacuum values. He replaced the 5000hr kit, hoses and mounts within the compressor assembly. He requested onsite service from getinge to verify that all of the calibrations were good. Getinge field service engineer (fse) completed a full system test calibration, safety, and functionality checks, all tests passed to factory specifications. Getinge field service engineer (fse) returned the unit to the customer and released for clinical use. There was no patient involvement and harm reported.

Event description:
N/a